Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Right hip revision due to peri prosthetic fracture. Surgeon did an open reduction, used internal fixation (cabling) of host bone and removed the accolade tmzf stem and head. Surgeon implanted a restoration modular stem and head.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Right hip revision due to peri prosthetic fracture. Surgeon did an open reduction, used internal fixation (cabling) of host bone and removed the accolade tmzf stem and head. Surgeon implanted a restoration modular stem and head.